Manufacturer narrative:
With a test battery cap, the unit had normal operating currents, no unexpected off no power, no low battery alarm, and no blank display. However, the unit had a blank display due to a corroded battery cap contact. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window. (B)(4)

Event description:
The customer's mother called in to report that after inserting several new batteries, the display would stay blank. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 284 mg/dl. The caller called back after a 10 minute device rest and the problem still occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.